Event description:
It was reported that pump experienced malfunction with code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump, so technical support provided instructions on how to reset and explained required steps after reset, and no additional information was received regarding the final outcome of the event.